Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported when the patient was using the bathroom or got into a certain position, they experienced a sharp pain all of a sudden on the right side of their tailbone area. Patient reported this occurred when they got up from a seated position off the toilet. They reported it felt like someone was stabbing them with a knife and it felt like a charley horse. Patient reported this pain was 2-3 inches away from their device incision and they wanted to know if this could be related to their system. Patient reported no fall or trauma. Patient stated they changed the setting the other day and then the sharp pains began, so they thought maybe that was what was causing the pain, so they switched back to the original setting and tried decreasing stimulation. Patient noted they switched the setting originally because they were having a lot of frequency. Patient reported they had pelvic floor dysfunction so they got episodes. Patient noted they went through another rectopexy. Patient reported they were no longer seeing the implanting physician because they were not treating the patient's prolapses. Patient was redirected to their healthcare provider. No further complications were reported or anticipated.